Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered during a fluoroscopy that the inner helix of the right atrial leadless pacemaker (alp) was bent. The alp was removed and replaced with a new device.

Manufacturer narrative:
The reported event of bent inner helix was not confirmed. Visual inspection noted the inner and outer helix stretched out of specification. The inner and outer helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.